Event description:
Customer claims that the alarm unit has power, but no alarm tone when pressure is released from the pad. There is an alarm tone when the sensor is detached from the alarm. The unit was tested with new batteries and sensor pad. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval, results - eval for the returned product shows the unit powered on. There's no alarm tone when the pressure is released from the sensor pad. The alarm does sound when the sensor is detached. The fail safe function works correctly. (B) (4).